Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a bent and scratched electrode with no lifted parts, and a cut in the pebax. Initially, it was reported that during the operation, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6)2024, there was a bent and scratched electrode with no lifted parts, and a cut in the pebax. This was assessed as MDR reportable with an awareness date of (B)(6)2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A screening test was performed, and the device was recognized correctly; however, error sh was observed, and electrodes were displayed black on the screen due to an open circuit in the tip area. The open circuit in an electrode could be related to the error sh observed during this test. This issue could be attributed to the reported event. Furthermore, the failure analysis revealed a bent and scratch electrode with no lifted parts, and a cut in the pebax. These additional findings are unrelated to the reported event. A manufacturing record evaluation was performed for the finished device lot number 31165027l, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the bent electrode and the hole in pebax could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. The instruction for use states: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode,or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).